Event description:
Procedure: urogynecological. The pt's attorney alleged a deficiency against the device.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
Additional information received indicates the product is not a medtronic device. No further supplementals will be sent.